Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted urology nephrectomy surgical procedure, an error had occurred on the system when monopolar energy had been activated. The bipolar energy output had functioned normally. Troubleshooting had first involved reviewing the reported conditions to isolate the issue to monopolar activation rather than bipolar output. The procedure was continuing with no reported injury.